Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was tubes were stored at the wrong temperature. The following information was provided by the initial reporter. The customer stated: "this is an inquiry about quality assurance when the storage temperature temporarily exceeds the specified temperature. The customer measured the temperature upon product arrival, and it was 26. It is specified that the product should be stored at 4 to 25°c. Customer was wondering if the product quality can be guaranteed when the storage temperature temporarily exceeds the specified temperature."

Manufacturer narrative:
H.10 correction: this is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. General dissatisfaction of the product does not impact the intended use of the device which would lead to serious injury or the clinician or patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was tubes were stored at the wrong temperature. The following information was provided by the initial reporter. The customer stated: "this is an inquiry about quality assurance when the storage temperature temporarily exceeds the specified temperature. The customer measured the temperature upon product arrival, and it was 26¿. It is specified that the product should be stored at 4 to 25°c. Customer was wondering if the product quality can be guaranteed when the storage temperature temporarily exceeds the specified temperature."